Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix extension issues and high pacing thresholds. The lead was successfully replace. No adverse patient effects were reported.